Manufacturer narrative:
Qn# (B)(4). The reported complaint for iab blood in helium pathway was confirmed upon investigation of the returned sample. The customer returned a 40cc 7.5fr ultraflex intra-aortic balloon catheter (iabc) without the original packaging for investigation. The sample was returned in a cardboard box and was in a yellow bio-hazard bag (inp-1, inp-2). Returned with the sample was the supplied 40cc driveline tubing; liquid blood was noted within the returned driveline tubing (inp-5). Upon return, the distal end of the teflon sheath was at approximately 46.4cm from the iabc distal tip; the sheath sidearm was noted cut (inp-4, inp-8). The one-way valve was tethered to the short driveline tubing (inp-6). The iabc bladder was fully unwrapped (inp-7). A bend to the iabc central lumen was noted at approximately 4.8cm from the iabc distal tip (inp-9). Dried blood was noted on the exterior surfaces of the returned sample. Dried blood was noted within the bladder/helium pathway. The bladder thickness was measured at six points with measurements ranging from 0.0053in-0.0061in and was within specification of process document. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute and then 30 seconds five separate times according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No abnormalities or debris were noted. The iabc was leak tested in accordance with testing methods from manufacturing procedure. A leak was immediately detected from the bladder membrane (anp-1). Under microscopic inspection, abrasions were observed from approximately 24.4cm to 25.3cm from the iabc distal tip (anp-2). A full thickness abrasion to the bladder was confirmed at approximately 24.7cm from the iabc distal tip and the appearance was consistent with repeated contact with calcified plaque on the aortic wall (anp-3). No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. The guidewire was front loaded through the iabc luer. No resistance was noted; the guidewire was able to advance through the central lumen. No blood or debris was noted. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the bladder leak. The root cause of the bladder leak is related to patient condition. No further action required at this time. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the doctor found blood in the helium tube and withdrew the catheter. A set of catheters were then re-located on the same side and worked normally. Later, an engineer was contacted to test and found that the balloon membrane had ruptured." The patient condition was reported as "fine."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "the doctor found blood in the helium tube and withdrew the catheter. A set of catheters were then re-located on the same side and worked normally. Later, an engineer was contacted to test and found that the balloon membrane had ruptured." The patient condition was reported as "fine".